Event description:
Programming history was reviewed and it was found that a system diagnostic test occurred on (B)(6) 2006 which faulted settings to unintended settings. A final interrogation was not performed on (B)(6) 2006 and patient came back into the office on (B)(6) 2006 at the unintended settings. It is unknown if the patient was programmed back to intended settings since this is the last known programming history.